Event description:
Additional information was received which reported that the patient's device did not work right. The patient was still having concerns with his device or therapy but was working with his healthcare provider (hcp) or manufacturer's representative. It was unclear if the problems persisted after the explant previously reported or pertained to the device prior to the explant.

Event description:
It was reported that patient's implantable neurostimulator (ins) was reprogrammed "with success." A week later there were complaints of stimulation "radiating other areas again." The patient had an appointment with her pain doctor shortly after and no infection was reported. Five days later stimulation in the wrong location was reported. Acute pain was the symptom. It was stated that "everything had started nine days earlier, on (B)(6) 2013." It was mentioned that the patient was seen by her doctor and her ins was reprogrammed a day after that. It was stated that this started to help and there was the stimulation in the right arm down the biceps where the patient needed it. Now the pain had returned. The patient had been noticing the stimulation around both shoulders and her chest. Her jaw hurt and there was a pain around the ins site. It was stated that it hurt to lay, push on it or sit. The patient tried turning the stimulation down but it did not help. The patient saw the healthcare professional (hcp) and it was stated that she did have a little inflammation around the ins site. X-ray assessment and blood work were performed. A CT scan would be performed on (B)(6) 2013. It was stated that the hcp was still working on determining if the patient had an infection. It was also stated that while the patient was at the hcp appointment she was unable to get her programmer to work. It was also reported that the patient was not being able to adjust her stimulation. When she would turn the ins on it would say it was off. When she was at hcp's office she was seeing what might have been poor communication. Patient programmer was reading 0.95v on program 1 and the stimulation was on. The patient tried turning the stimulation off and then back on again and it was stated when she turned it back on she didn't feel the stimulation. When she increased it to 1.15v she could feel the stimulation again but it was still in her chest and her shoulders. It was stated that patient programmer seemed to be functioning properly. There was only 1 program to choose from. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n330419, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
Product ID: 3550-39 lot# n330419, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type accessory product ID: 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead.

Event description:
It was confirmed that the device system was explanted due to stimulation being in the wrong location.

Event description:
Additional information from the healthcare provider stated the cause of the event was unknown. It was also reported, the impedance measurements and x-rays were normal. It was reported, there was possible lead migration but the x-ray confirmed the lead was in-tact and showed little to no movement. It was also reported, the patient's device was reprogrammed which helped for a few days and then the pain returned. The patient reportedly felt stimulation in the wrong areas and the lead was explanted in (B)(6) 2013. It was reported the patient required hospitalization and recovered with no injury.

Manufacturer narrative:
(B)(4).